Event description:
It was reported that the defibrillator had a power module failure. The power supply was not charging the battery leading to battery getting flat. There was reportedly no patient involvement.